Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with a result of 231 mg/dl. Pt's blood glucose was immediately retested, on a physician's device, with a result of 92 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.